Event description:
Waveform dampened or inaccurate. Pressure waveform over-damping was observed right before catheterization was done. Another monitor was used but it did not solve the problem. Evaluation only..

Manufacturer narrative:
Customer report was not confirmed. Received one single dpt with attached pressure tubing. Dpt zeroed and sensed pressure accurately. Pressure readings were also stable. Electrical testing showed that both input impedance and output impedance met specifications. No visible defect was found at dpt cable connector.